Manufacturer narrative:
This report is submitted on september 1, 2023.

Event description:
Per the clinic, the patient experienced swelling and pain at the magnet site. The patient was successfully treated with oral antibiotics and steroids (unknown the mode of administration). The implant remains in-situ.